Manufacturer narrative:
The stm that encountered the issue replaced the out of box safety disk with another safety disk from van stock. Equiment passed all functional testing. The maquet failure analysis and testing (fat) received the safety disk with a reported unit failure message of leak tests failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of leak tests failed for safety disk. The failure analysis and testing department performed all manifold leak tests. Safety disk passed testing. Retaining safety disk in the fat dept. As per procedure.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) safety disk, sold from van stock, failed the membrane portion of the leak test several times. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.